Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery dropped from 80% to 5% quickly. Following the battery drop the customer was unable to charge the pump despite the attempt of multiple wall adapters and power sources. Customer reported blood glucose (bg) level was 187 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received. In addition, the customer experienced an elevated bg level earlier that evening of 326 (mg/dl). The customer stated they counted the carbohydrates consumed for dinner incorrectly. A correction bolus via the pump was delivered to address bg level.